Event description:
Alleged issue: the initial report indicated that a foley catheter was placed into the pt and the balloon was inflated with air. When the catheter was going to be removed from the pt, the balloon did not deflate. Additional requested info indicated that the balloon would not inflate on insertion and water was used for inflation of the balloon. Pt condition reported as fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.